Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin was not able to detect reservoir and was stuck in the "rewind complete / bolus delivery loop. Customer's blood glucose was 97 mg/dl. During troubleshooting, insulin pump did not beep nor did numbers appear on screen as was supposed to. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.